Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler cut but failed to properly staple the renal vein. According to the surgeon, the staples applied were not fully closed. The external staple line could be seen, but the vein remained open. The procedure was converted to open, with o.r. Time extended by two hrs.